Event description:
Ous MDR - it was reported that approx. 14 months after the implantation this lead was explanted and replaced due to oversensing.

Manufacturer narrative:
The lead was returned and analyzed. This inspection showed damages to the lead body due to squashing and deformation 27.5 cm distal of the df4 connector pin. This damage is with high probability the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.